Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead were explanted due to a shorted high voltage warning, inappropriate tachycardia therapy due to rv lead noise, and low pacing impedances. A boston scientific field representative and a technical services consultant (ts) recommended replacement of the crt-d device and the rv lead. The right atrium (ra) and left venticular (lv) leads were tested and functioning appropriately. A competitor's rv lead and another guidant crt-d were successfully implanted without incident. The physician (ep) agreed that the lead had a problem (fracture) and it was not the device. There was no report of adverse patient effects.,